Event description:
Multiple coils would not deploy from the wire inside the patient. 3 were removed. The 4th one eventually deployed and migrated from the gastroduodenal artery to the hepatic artery. Staff tried to snare the coil, but was unsuccessful. Staff had to stop the procedure after several attempts to remove the coil. Manufacturer response for device, vascular, for promoting embolization, embold¿ fibered (per site reporter). Rep picked up... No rga # issued. Manufacturer response for device, vascular, for promoting embolization, embold¿ packing (per site reporter). Rep picked up... No rga # issued. Manufacturer response for device, vascular, for promoting embolization, embold¿ soft (per site reporter). Rep picked up... No rga # issued. Manufacturer response for device, vascular, for promoting embolization, embold¿ fibered (per site reporter). Rep picked up... No rga # issued.